Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2010. According to the complainant, the patient's bile duct was narrowed, and no dilitation of the duct was performed. The device would not advance into the bile duct. The brush handle was advanced, but the brush did not extend from the sheath. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/21/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.